Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that five days following intubation with a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube the patient was extubated and an air leak was noted. The cuff was then filled with air and submerged in water, revealing leakage from the upper part of the cuff. There were no reported adverse effect.

Manufacturer narrative:
One smiths medical portex® cuffed blue line ultra® suctioned tracheostomy (trach) tube was returned for analysis in used condition. Photographs were also received noting one small tear in the cuff. The sample was visually inspected under normal conditions finding no discrepancies. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks; noting a small tear. Relevant documents were reviewed and deemed adequate. A review of the manufacturing documents was conducted. Cuff assembly operation and inflation line assembly operations were reviewed with no discrepancies found. Inflation test was audited on thirty two (32) units finding no deflated cuffs. CAPA (B)(4) was opened on 10/aug/2016, in order to determine the root cause and implement proper corrective actions.